Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) heard fluttering sounds and received a shock in the middle of the night.